Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. The customer's blood glucose at the time of admission was unknown. The customer's blood glucose at the time of the call to report the hospitalization was 123 mg/dl. The customer was taken to the hospital via paramedics because he had been found cold, sweaty and unresponsive. The customer believed that the cause of the low blood glucose was over bolusing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.